Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for spinal pain. Information was reported that the patient's ins is not working and they cannot get the programmer to work to determined full body versus head only eligibility. No further complications were reported. No patient symptoms were reported.